Event description:
Additional information was received, it was reported they attempted to reprogram and reactivate their phone to access the recharger app, use the stimulator, and switch to day mode. However, since the phone was not powered on nothing happened, no charging or functionality. Patient requested to schedule an appointment with their representative.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating they were still waiting to hear from the field reps to see if their stimulator is working properly. Patient mentioned they have facial pain. Agent attempted to review the updates about the representatives attempt to reach the patient but patient disconnected the call. The hcp reported the patient had cancelled their appointment and had not rescheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins) the reason for call was patient stated that when they tried to cross their leg, they experienced a "cripple leg attack" that was worse than bursitis and described the pain as unbearable and they need another opinion on it. Patient stated that when they cross their leg it almost like they were hit by a car and talked to neurologist and they thinks pt is enough. Patient made a comment that " I still can't keep my heal to toe for more than 3 steps and I got my hip rammed up almost 3 inches after about 3 steps I was airborne I don't think it was a proper neurological exam, my hip was about ready to gave out when they asked me to stop walking which mean it was gonna tilt to the right which was part of my problem, as I cross my legs now that I left dr. Office appt I was right at that area I started to cripple." Patient added that they are getting worst and they get electrical voltage on the implant and it electrocutes them. Agent reviewed information. Patient mentioned that their hcp already paged an mdt rep and added that they are having difficulty communicating with them. Patient stated that we do call them but do not meet them. Patient expressed dissatisfaction on the service and on how to get a hold of an mdt rep. Patient stated that they do not commit to scheduling. And manipulative on he phone. Patient stated that we contact (B)(6) clinic (B)(6) building 5th floor internal medicine hcp dr. And schedule an appointment to meet in person. But asked us to call the clinic and they clinic will call them once appointment with an mdt rep is settled. Patient was extremely escalated during the call. Agent sent an email to mdt rep to further assist. Additional information was received from the patient (pt) stating they noticed lower left leg pain, then all the electrical shocks with bending and leaning two to three months ago. The cause of this was unknown. To solve this the patient reports that they will have their placement checked with a scan, their agent will give a new program all together, or other unknown steps. The patient reports that this issue has not been resolved, and they will contact someone for a meeting. Additional information was received from the patient who was asked to clarify the report of the ¿cripple leg attack¿/unbearable pain when they cross their leg¿ and they replied that their toes and feet were pointing down locking their legs and right leg higher, nerve pain and not able to bring from knee to foot locked leg out to make a step. When asked for the cause of the implant electrocuting them, they stated their upper left pelvic buttox battery site joint crippling up can¿t get up or down at hips can¿t move leg in areas battery gets pulled from. The patient stated they must get passed pain have to move around and they do eventually and have right leg going pointing outward and both legs have control when sitting only if their feet are pointed outward or the patient¿s full forward actions taken to resolve the implant electrocuting the patient was to go get arthritis removal help to take soreness from those joints and out of pocket part. Not sure if mayo can or will do it. The patient stated that they had plans to get help on their own in florida. They must first travel out of state then get test and treatments (B)(6) 2026 and see orthopedic on (B)(6) 2025 first before leaving and then go home. Additional information was received from a healthcare provider (hcp) reporting that the ¿cripple leg attack¿/unbearable pain when patient crossed their leg was unknown to the doctor. They noted it was unlikely that the implant electrocuted the patient. Actions taken to resolve the implant electrocuting was proper programming with a manufacturer representative (rep) and stable management. It was unknown if the issue was resolved. It was noted that the patient lives out of state now and will not be following up with them anymore.

Manufacturer narrative:
Correction: the initial reporter information in section e has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called and repeated previously documented information. Patient stated the device is causing them electric shocks and the joint where the implant is crippling them and they completely lock up like they're paralyzed and can't bend. Patient commented they are not sure why the doctor wants them to keep using the device if it's causing them shocks and added the healthcare provider (hcp) in (B)(6) won't see them until (B)(6). Patient stated they were telling the ER hcp that their back got worse and a piece of machinery fell on it. Patient stated they do not want agents to keep asking them to repeat themself. Patient stated it is forcing them to aggravate their trigeminal nerve. Patient stated the joint is arthritic and they are having tremors that are getting worse and their shoulder is freezing up. Patient stated once they get their birth certificate they will start rehab and mentioned having had MRI's and commented they don't care about their device being on or off. Lastly, patient stated when they sit down it's like they're not able to think straight. Patient called and repeated previously documented information regarding their 'electrical jolts' and issues with their legs. Patient added that they were in the ER and a healthcare provider (hcp) jabbed really hard on the battery side with their finger and they had an electrical jolts and they thought they are having a stroke and thought they are going to die. Patient was in constant electrical pain nonstop all artificial that brought upon what the hcp did. Patient added that this was due to the prior issue they have that the battery lays on the joint immobilizing them before the injury in (B)(6) and they had a fall in (B)(6). Patient confirmed their current location and agent advised them to reach out and find an hcp in their area. Patent said that there is a neurologist that will see them next week. Patient also explained some other pains and electrical jolts they are getting on other parts of their body from their waist down to the ball of their feet. Agent reviewed information and still redirected patient to hcp. Agent offered to email manufacturer representative (rep) for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they were pretty sure there's a misunderstanding with the healthcare provider (hcp) with the agent that hired you and she told me that you are going to contact the doctor, call the doctor, tell the doctor to assess and evaluate the equipment, if it's working right, if it's doing its job and if it's placed right and if the battery's working and on and on. So I'm thinking that you're asking me questions about what's going on in my body and I'm going through too much head pain recently along with other things, so I'm having mental blocks and being woken up really loud music, loud stuff in the morning, so it's hard to manage my pain and communicate with you. They know about you but they're not saying if they want to set an appointment so whoever reached out to them could you please do that again and they will be seeing me in the next two months, may 6th. The neurosurgeon, I don't want her rushing in and out of my appointment because her brain is faster and because when she tests me I get a little foggy and definitely memory issues have gotten worse since I saw her. So, please leave me out of it if you can because I'm not going to talk about symptoms too much over the phone. I'm not comfortable with that. I don't have the attention span for all that, so I don't want to be accused of things. My doctors do not care anyway, they don't care about any of my symptoms. They just want to know at the time that they're checking you, do I have numb or tingling at a certain place? No, I have less feeling and I have numb tingling, but it's usually when I'm in a laying position or any position too long. It's neurology, it's not neurosurgery. I think it's a different location but if you talk to the hcp, get to the department that you want to get to and then email me alright thank you.